Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the high flow insufflation unit was switching off. There was a procedural delay during sedation, for 40 minutes, back-up device used to complete the procedure. There were no reports of patient harm or serious injury. Patient was stable